Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device's back light was out. There was no reported patient involved.

Manufacturer narrative:
On 02/05/2016. The biomed performed a complete pm and the device returned to a functional state. He could not identify a root cause as to why the light was out, only that it worked afterwards.